Event description:
Observed positively based dldl qc results after calibrating a new reagent lot. Pt results were not reported. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.